Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. It was not reported if the patient was hospitalized for the peritonitis. The treatment and cause were also not reported. The patient's pd catheter was removed due to the unresolved peritonitis and peritoneal therapy was discontinued. No additional information is available.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.